Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements. The patient was seen for a follow-up and all lead measurements were normal. Since implant this lead has exhibited high, but not out of range pacing impedances without noise or threshold issues. Additional information was received that the lead continued to exhibit high out of range pacing impedance measurements. Recent device follow up showed that other measurements still remains in normal range. No adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
Attempts to obtain additional information were unsuccessful therefore our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information has been requested. This investigation will be updated should further information be provided.